Manufacturer narrative:
H6. Codes: updated. At the time of this investigation, no product or photos were received at the investigation site therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the ltsd was inserted by the paramedic for the purpose of airway maintenance in the cardiopulmonary arrest patient. Ventilation was possible. It is considered that there was a problem with the material shape to insert blindly, which caused soft tissue damage and aberration." The event occurred during infusion at the facility. There was a patient involvement and adverse event reported as death. But post-mortem imaging revealed that the pharynx was damaged by lts, and that the tip had wandered into the longitudinal canaliculus, causing longitudinal emphysema. The doctor involved in this event stated, "the event was not associated with the death as the patient was already in cardiopulmonary arrest."